Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-ray. Both implants were classified as primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as faultless prior to distribution. The implants were not available; therefore an investigation of them was not possible. As visible on the delivered x-ray the right femur fractured below the implanted gamma3 nail in a spiral fracture; the implants are not damaged or broken. It is reported that the additional fracture was caused by patient¿s conditions (patient fell at home), furthermore the patient is diabetic, schizophrenic and is in need of care. The IFU includes ¿any mental disorder which would create an unacceptable risk of fixation failure or complications in postoperative care¿ as contraindication; furthermore, any additional trauma and diabetes are adverse effects and can lead to implant failures. The case is attributed to the patient; a device related issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified. Device will not be returned.

Event description:
Accidental fracture under the nail. Change into long nail (gamma3).